Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Lar. According to the reporter: a doctor had a difficulty in insertion and removal of the device. He/ she tried to use it by applying xylocaine jelly, but nothing improved. Dr's nail was broken. After the procedure, it was still stiff in handling. Operating time not extended. No additional tissue resection: no tissue damage. No pieces fell into the cavity and could be retrieved. No bleeding. The last patient status: good. Surgeon had difficulty in insertion and removal of the device. An outer sleeve at the distal end fell into the cavity, but it was retrieved by suctioning.

Manufacturer narrative:
(B)(4).